Event description:
It was reported that a pediatric patient was seen in the emergency room for a laceration. The laceration was closed using topical skin adhesive. While applying, some of the adhesive got into the patient's eye. The patient was referred to an ophthalmology clinic.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use warns "when closing facial wounds near the eye with dermabond adhesive, position the patient so that any runoff of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic petroleum jelly around the eye around the eye, to act as a mechanical barrier or dam, can be effective in preventing inadvertent flow of adhesive into the eye."